Event description:
It was reported the pt's recharge burden had increased. The ipg was removed and replaced on (B)(6) 2011.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Section eval results: the complaint was not confirmed. As rec'd, the returned ipg passed an aggressive lab discharge test and was tested to mfg specifications. The ipg passed all functional tests. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.